Event description:
On (B)(6) 2009, the patient reported that her insulin cartridge leaked insulin into the cartridge compartment of her infusion device. She noticed the issue 2 weeks ago while changing the insulin cartridge. She dried the cartridge compartment with a paper towel. She was educated on the proper cartridge change procedure. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was requested to be returned for evaluation.